Manufacturer narrative:
(B)(4). Only event date known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
During a thyroidectomy, the mcs20 clip applier delivered failed clips, which didn't close properly or closed crossed. They took the lot out and used another lot that worked perfectly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r93m27. Device analysis: the analysis results found that the mcs20 device was returned inside its package unopened and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.